Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on and was prompting the battery icon indicator. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 3-4 times daily. The patient confirmed she was not on any diabetes medication at the time the alleged issue began. The patient reported the alleged issue began approximately 1-2 weeks ago prior to contacting lfs. Despite the alleged issue, the patient claimed she continued to follow her usual diabetes management routine. At an unknown date/time, the patient confirmed she was feeling shaky after the alleged issue began. In response to her symptom, the patient confirmed and clarified she ate a piece of candy and within 5 minutes later she felt better. The patient confirmed no other blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misuse, and the meter did not require a battery replacement. The cca was not able to verify whether the correct test strips were used since the patient did not have the test strips available. The alleged issue was not resolve with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.